Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
The patient stated that they had a heart attack 4 - 5 weeks ago and was wearing the pod. The patient believes the personal diabetes manager (pdm) may have caused this as they were not able to do an increase to the basal. Patient stated that their blood glucose (bg) was over 1000 mg/dl, but they were not sure. Patient stated that they were wearing the pod on the stomach between 24 and 36 hours. Patient was unconscious when they arrived to the hospital and does not remember a lot of the details. Patient stated that they were at the hospital for about 2 weeks then went to a rehab facility. They were treated with manual shots of insulin. Patient was also prescribed blood thinners.